Event description:
In 2009, pt's mother reported the pt's infusion device woke her up beeping and displaying e4 (occlusion). Had her disconnect the infusion tubing from her infusion site. Had her prime the infusion tubing, and the infusion device immediately occluded. Had her remove the infusion tubing from the infusion device, and the mother removed the insulin cartridge instead. Walked her through the change of the cartridge process. Had her retract the piston rod and then adjust it to 245 units. Had her inspect it for air bubbles, since she had removed the cartridge from the infusion device. Had her insert the cartridge and prime through the infusion adapter; the prime was successful and no occlusion occurred. Then had her attach a new piece of infusion tubing; was able to prime the tubing successfully, and insulin dripped from the end of the tubing. She reported, she was unable to prime the small air bubble out, but was okay with leaving it in the cartridge. The mother was able to reconnect and place the infusion device in the run mode. The mother understands to change the adapter with every 10th cartridge change. Mother reported the pt blood glucose is elevated, as a result of the occlusion on her infusion device. She stated her blood glucose was 297 mg/dl and she took an injection of 6 units while we were on the call. Requested return of the tubing that occluded during use. On follow up call the following month, pt's mother stated, pt has not had any more e4 occlusions on the infusion device. She stated the pt's blood glucose does come down, but it takes a little bit longer. Advised her to talk to the pt's physician. Mother reported that currently, the pt's blood glucose is fine.